Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of insulation damage to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley. No material missing. Electrical continuity was tested and passed. Root cause is attributed to a component failure. Failure analysis found the secondary failure of scratch marks/abrasion to be related to the customer reported complaint. Upon visual inspection, the instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. The scratch marks/abrasion found on the yaw pulley were aligned with the insulation damage on the conductor wire. The root cause is typically attributed to user mishandling/misuse. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# n10210104-0110) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 8 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is reportable due to the following: it was alleged that the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was observed to have scratches on the endowrist resin area and damaged wire insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information on 24-aug-2021: when the fbf instrument was last used in a davinci assisted hysterectomy procedure performed on (B)(6) 2021, the instrument was inspected prior to use and there was nothing out of the ordinary noted. It was unknown if there were any instrument collisions during use. The instrument was not inspected for damage after the procedure. It was noted that the damage on the instrument was identified after cleaning, but before sterilization. The customer confirmed the instrument was inspected for damage prior to the reprocessing and damage was found visually before sterilization.